Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that his wife experienced high blood glucose level due to a bent cannula symptoms/issue noticed after three hours after insertion. They tried to treat it with bolus via the pump, but on (B)(6) 2022, the patient went to the to the emergency room and was subsequently hospitalized in the intensive care unit due to high blood glucose level. Her highest blood glucose level was over 600 mg/dl. Moreover, the infusion set had been used for over 3 hours. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient stayed for 3 days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.